Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (will not recognize or charge battery pack) was confirmed. As received, the charger would not recognize or charge a test battery pack. Upon evaluation, there was contamination on the battery board and the q1 current controlling transistor and u13 processor were shorted. The cause of the inability to charge and recognize a battery pack is the shorted components. The cause of the shorted components is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the contaminated charger/modem.

Event description:
A us distributor contacted zoll to report that a patient's charger/modem would not recognize or charge a battery pack.